Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete, results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient's daughter contacted animas alleging that the patient had elevated blood glucose levels. She gave blood glucose readings of 367, 373, 370, and 383 on (B)(6) 2011 and 326, 352, and 310 on (B)(6) 2011. She said the patient had ketones at the time and was nauseated, vomiting, and had a headache. The patient did not contact animas at the time. The patient went to an hcp and was placed on another pump by the hcp. The patient's daughter states the patient changed the site, set, cartridge and insulin at each elevated blood glucose level. The reporter does not have expiration dates or lot numbers of the cartridges. The reporter refused troubleshooting and simply wants a new pump sent to the patient as she feels the old pump was faulty. She says that the patient is a doctor himself and that he knows what he is doing regarding his treatment. She insisted that the pump was faulty and refused troubleshooting. Although troubleshooting was not performed, this complaint is being reported because the patient reportedly suffered symptoms indicative of hyperglycemia while on pump therapy.